Event description:
It was reported that a patient's device presented with high impedance. The physician's office reported review of x-rays showed there was a complete fracture. The patient denied falls, trauma, and twiddling. The physician's office was not sure of the cause of the lead break. The patient's lead was replaced and it was reported that the device was discarded. No additional relevant information has been received to date.